Event description:
It was reported that starting up the rosa one system before the surgery and find that rosa cannot access the rosa spine interface, to start building the patient folder. The surgery was converter to a traditional surgery.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. Analysis could not be performed because the data could not be retrieved. Due to covid-19 situation, it is unknown when the data will be accessible. This complaint could be re-opened if the data becomes available. Corrected data: - b4 date of this report. - g3 date received by manufacturer. - h2 if follow-up, what type. - h4 device manufacturer date. - h6 adverse event problem. - h10 additional narratives/data.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that starting up the rosa one system before the surgery and find that rosa cannot access the rosa spine interface, to start building the patient folder. The surgery was converter to a traditional surgery.